Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/dl and 500 mg/dl at the time of incident and the current blood glucose level was 120 mg/dl, 122 mg/dl and 230 mg/dl and low blood glucose level was 50 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as tired and thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection for high blood glucose level and glucose for low blood glucose level. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal. Customer stated insulin exited at the quick release. The customer stated that they ran displacement test and it passed. Customer stated insulin was squirting out during the manual prime process. Customer states they were not wearing the pump during priming. Customer's outcome pertaining to the complaint. The device will be returned for analysis.